Manufacturer narrative:
D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h.6. Investigation summary: no samples or photos were returned by the customer in support of this complaint from catalog 367960, lot number is unknown. The retentions could not be inspected as the lot number is unknown. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because no samples or photos were returned, and lot number is unknown. Lot number is unknown; therefore, no retention samples are available. The device history records could not be reviewed as the lot number is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparinn blood collection tubes experienced stopper popping out of tube and blood leakage. There was no report of patient impact.